Event description:
The implanted bipolar lead caused an increase in pacing thresholds. The rate-sense portion of the lead was capped and surgically abandoned and a new lead was successfully implanted. Information received indicates patients experienced an intermittent loss of capture.